Event description:
Related manufacturer reference number: 2017865-2021-30252. It was reported that the patient presented for a routine device exchange. Prior to procedure, device interrogation revealed that the atrial lead was oversensing noise that caused inappropriate mode switch and the right ventricular lead had high impedance and high capture thresholds. After the device was exchanged the right ventricular lead had higher impedance and capture threshold values. The physician elected to keep the atrial lead and cap and replace the right ventricular lead. The patient was stable post procedure.